Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in severely tortuous and severely calcified right coronary artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for pre-dilatation. However, during the 2nd inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in severely tortuous and severely calcified right coronary artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for pre-dilatation. However, during the 2nd inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed a longitudinal tear on the balloon 6mm from the tip and approximately 14mm long. The tip is damaged, and the balloon is loosely folded. There is blood present in the inflation lumen and balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a longitudinal tear in the balloon.